Event description:
The ge oec 9800 fluoroscopy system would not boot up. No negative effect to any patients was reported.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the system needed a single board computer (sbc) upgrade. The sbc was upgraded per factory directive with associated software and related components. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.